Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4). Note: manufacturer unable to contact the customer via telephone at call backs on 05/02/2017, 05/03/2017, 05/04/2017 and 05/05/2017 in order to ensure the customer's condition since the initial call. Product notification letter sent to customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 197, 258 and 158 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. Customer takes his blood tests fasting. During the call on (B)(6) 2017, the customer reported feeling tired and weak; customer declined medical attention at time of the call. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 192 mg/dl using truemetrix meter and 260 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/14/2018 and open vial date is month of (B)(6) 2017. The meter memory was reviewed for previous test result history: a 197mg/dl, (B)(6) /2017 08:10 pm, fasting:yes. A 258mg/dl, (B)(6) 2017 04:18 am, fasting:yes. A 81mg/dl, (B)(6) 2017 06:27 am, fasting:yes. A 158mg/dl, (B)(6) 2017 06:32 am, fasting:yes. A 190mg/dl, (B)(6) 2017 06:26 am, fasting:yes. Memory concerns:the customer is concerned with the results of 197,258, 158 and 190mg/dl in the meter's memory.